Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the top part of lower leg caster is cracked and stripped where it attaches to the frame.